Manufacturer narrative:
One used device was received for inspection on (B)(6) 2026. As received, there was a tear on the tubing. The tear through the tube was a straight and clean cut. The set was leak tested per specifications and leakage was observed. The reported complaint of leakage can be confirmed. The probable cause is due to interactions with a sharp object. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that the tubing was observed to be damaged, causing leakage. No drug was involved in the event. There was no patient involvement reported; harm was not reported as a consequence of this event.